Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported by customer that " tubing beeping occlusion and noted to not be flowing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model # 10010453 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: event occurred on (B)(6) 22 intralipid tubing beeping occlusion and noted to not be flowing, new tubing placed.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: event occurred on (B)(6) 2022 intralipid tubing beeping occlusion and noted to not be flowing, new tubing placed.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.